Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer stated that the units green light did not activate to indicate that the unit was producing o2.

Manufacturer narrative:
Product was returned for evaluation. The return fields in (B)(4) state: stationary concentrators. Other, other/defective. Reported problem no light/loose hardware on (B)(4). Complaint was confirmed. The underlying cause is loose hardware on (B)(4) . Root cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in (B)(4) state: stationary concentrators. Other, other/defective. Reported problem no light/loose hardware on (B)(4). Dealer stated that the units green light did not activate to indicate that the unit was producing o2.